Manufacturer narrative:
The device was not returned to edwards for evaluation as it was discarded by the hospital staff. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A manufacturing deficiency was not identified. Based on the information received, a definitive root cause could not be determined. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case edwards received information that a 29mm bioprosthetic mitral valve, implanted approximately four years, seven months, was explanted due perivalvular leak and hemolysis. The explanted device was replaced with an edwards 31mm. After implant of the 31mm valve, the mitral valve function was investigated through the transesophageal echocardiogram. "Fitting of the valve position was excellent and there was no significant bleeding noted. However, in the posterior lateral commissure area, there was a faint and possible jet noted and it was based of her previous history of perivalvular leak." Decision was made to run 4-0 prolene running suture along the posterior house for mitral annulus approximating the peri annular tissue and the mitral valve prosthesis suture line. Rechecking suture line on tee and did not appear to have any significant leakage present and inspection confirmed no leakage. The patient tolerated the procedure well and left the operating room in stable condition. Patient expired on post operative day 13 due to chest pain and pulmonary edema versus pneumonia.